Event description:
It was reported that the patient's generator was unable to be interrogated. Troubleshooting was performed with the programming system which confirmed the programming system was working properly. It was reported that the patient's generator was implanted fairly deep into the patient's chest and was in a somewhat difficult position to reach. The nurse felt like the generator battery was dead because the patient has been experiencing an increase in seizures. It was reported that there were no programming or medication changes that could have caused or contributed to the increase in seizures. The nurse reported that the patient's seizures have increased over several months. It was reported that the increase in seizures is possibly related to vns. The patient was referred for prophylactic generator replacement. No known surgical intervention has been performed to date.

Event description:
An implant card was received indicating that the vns patient underwent generator replacement surgery on (B)(6) 2014. The explanted generator has not been returned to date.